Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet device developed a cracked screen while charging, after which the device¿s functionality was in question and water resistance was no longer assured; blood glucose was reportedly unaffected. Symptoms included no adverse clinical effects and no alerts or alarms. Outcomes included a device replacement and user guidance to implement backup therapy, sync data to the mobile app, and return the affected device with the provided label. Investigation included troubleshooting over the phone and review of device function as described by the user. Investigation of this case revealed physical damage to the display assembly consistent with screen cracking during charging, with no evidence of therapy delivery issues or software alarms. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage from external impact or stress during charging.